Event description:
Type of malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure, when the stent was ready to be deployed, and the balloon was inflated to 2-3 atm, it was noted that there was a hole in the balloon. Reportedly, the hole may have been present before insertion and not caused by the patient's anatomy. The stent delivery system was removed from the patient with the stent intact on the balloon. A second device was successfully used. There were no adverse patient effects reported. Although requested, there is no additional information available.

Manufacturer narrative:
The stent delivery system (sds) was returned with the stent implant stationary on the balloon and between the markers. There was no damage noted to the stent implant, the sds or the tightly folded balloon. It was noted that the proximal balloon shoulder was partially inflated. Using an indeflator, the balloon was inflated and the stent was deployed at 4atms. Water leaked out of the straight port of the side arm due to delamination (3cm) of the glue. A leak was observed between the inflation lumen and the guide wire lumen. No pinhole was noted in the balloon as reported. A review of the device history record did not reveal any non-conformities which could have contributed to this complaint.